Manufacturer narrative:
Patient information was not supplied. Sample collection, storage, and centrifugation information were not supplied. System check data was also not supplied. Customer did not provide any information indicating instrument malfunction. Customer noted that occurrences of erroneous troponin I results for their lab have significantly dropped following measures to address sample handling concerns. Lab has implemented a repeat protocol on all positive troponin I results. Service was not dispatched as customer was not questioning instrument performance. A clear root cause for this event remains unknown.

Event description:
When contacted by beckman coulter inc. (Bci), a customer stated that their laboratory had obtained false positive troponin (accutni) results, generated by the access 2i immunoassay analyzer. Erroneous results were not reported outside the laboratory. Customer was unable to provide exact results or dates of events. There was no instance of death, injury, serious medical deterioration, or inappropriate medical treatment due to event.